Manufacturer narrative:
According to the production control plan, there was no abnormailty from the affected lot. As soon as the instrument has been sent in by the user, the investigation will be started. Rwmic is submitting this report on behalf of the manufacturer richard wolf gmbh.

Event description:
It was reported toi rw mic by rw gmbh that "when opening and closing the jaws a few times (5-6 times) then the pin that connects the jaws of the scissors comes out slightly, resulting in a problem during the operation as this pin is sharp and might hurt the tissue unwittingly. Also, there is a problem when retrieving the scissors from the working channel as this pin can damage the working channel. Furthermore, there is a danger that this pin might fell into the patient during the operation. There was no problem with the patient's health."